Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) reported hearing beeping tones from the device. The patient was seen at the hospital, where fault code 1003 was found. Further interrogation of the device revealed the device longevity was at 8 years remaining. The patient was later seen at the clinic, where a second interrogation of the device revealed the battery status appeared to be normal. Boston scientific technical services (ts) was contacted to evaluated the fault code. The agent advised that error code 1003 is related to the battery longevity and it is not appropriate. The actual battery longevity indication is not accurate and not reflecting the actual battery status. The device is malfunctioning and should be replaced and returned for analysis to boston scientific. The engineer requested a data disk be sent in for analysis. No adverse patient effects were reported. The device remains in service at this time.

Manufacturer narrative:
To date, the device remains in service at this time. A final report will be sent after information is received form the data disk. If the device is removed and return to boston scientific a complete investigation will be performed to determine the root cause of this event.

Manufacturer narrative:
Further investigation revealed that the incorrect serial number was initially reported. MDR # 2124215-2013-08799 was also submitted on this event and provides complete event details.

Event description:
--